Manufacturer narrative:
After the event, the installation was inspected by arjo and the photos were taken, after that the installation was quarantined and access was restricted to arjo. The posts showed signs of wear as the parts of the installation were manufactured in 2010 and the ceiling lift ¿ in 2009. The neoprene pads (which take part in stabilizing the posts) were present on the ceiling plates and had visible white traces (most likely it was the paint scraped off the ceiling). The photos do not show any obvious defect of the installation. The device was serviced by a third party company. The last maintenance was dated on the 1st of august 2020. The rail was assembled one day before the event. Easytrack system 2-post assembly instructions for use (document number 001.10600.en) which is delivered with each portable installation, give guidelines how to check, install and test the installation prior use. Following the report received from the incident reporting and investigation centre (iric - scotland's specialist national safety and risk management unit): ¿the possible causes could be user error, incorrect installation or a combination of both factors.¿ the easytrack and v3 ceiling lifting system was being used with a patient at the time of the event and played a role in the reported event. The installation failed to meet the performance specification.

Event description:
Arjo was informed about an incident with v3 and easytrack portable installation system involvement. It consisted of two posts, secured between the floor and the ceiling, and horizontal rail carrying arjo v3 ceiling lift. The resident was transferred with assistance of two caregivers from the bed to the wheelchair when the top plate of the easytrack installation slipped from the ceiling, causing the installation collapse. As a result, the resident sustained a visible bump to his head, no further injuries were noted. The caregivers were trapped against the wall by the weight of the hoist. One of the caregivers sustained an injury to her shoulder and has sought advice from her general practitioner. The resident was being transferred to hospital for dialysis when incident occurred. 3 days after the incident the resident passed away, but there is no information that would indicate that the patient's death was due to this event.